Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was unknown. Two days after onset, the patient was hospitalized for the event. No treatment was given to the patient. At the time of this report, the patient remained hospitalized and dianeal/extraneal therapies were ongoing. The outcome of the peritonitis was unknown. No additional information is available.